Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection found damage to the device's seal plates. Functional testing found the damage to the seal plate caused the device to produce regrasp alarms when tested on tissue. The damage on the seal plate is consistent with the user grasping a metal object like a staple or clip. It was also found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was recognized by all three generators. It was reported that the device was sealing insufficiently. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of damaged seal plate. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. Do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during orthopedic surgery (bone and soft tissue tumors procedure), halfway through the operation the device, the device was sealing insufficiently. There was energy output and sealing completion were confirmed. Some dirt was observed in the jaws region and was cleaned the area around the jaws every time they got dirty. There was no bleeding. Another device was used successfully with the same generator. A photo was submitted showing the device had insulation damage. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during orthopedic surgery (bone and soft tissue tumors procedure), halfway through the operation the device , the device was sealing insufficiently. There was energy output and sealing completion were confirmed. Some dirt was observed in the jaws region and was cleaned the area around the jaws every time they got dirty. There was no bleeding. Another device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection found damage to the device's seal plates. Functional testing found the damage to the seal plate caused the device to produce regrasp alarms when tested on tissue. The damage on the seal plate is consistent with the user grasping a metal object like a staple or clip. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was recognized by all three generators. No electrical or wiring issues were found. It was reported that the device sealed partially. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of damaged seal plate. The product analysis noted evidence that the device was not used as intended. The m anufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. Do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.